Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08725 inches. No unexpected no delivery alarm noted. The low reservoir alarm functions properly. The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 643mg/dl. The customer's most current level was 538mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot was conducted and the pump showed no major issues. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.